Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-sep-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500 mcg/ml at 148 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing baclofen withdrawal. A possible external factor included the patient's normal battery depletion pump replacement the day before on (B)(6) 2024. The patient will be sent back to the operating room for a catheter revision tomorrow. The issue was not resolved. Additional information received from the company representative reported that the cause of the catheter issue was unknown and would not be determined. No troubleshooting was performed. The issue was resolved with medical management of the withdrawal symptoms. The catheter revision was cancelled and a system explant would occur in the next two weeks but it had not been scheduled yet. It was decided that the patient was to discontinue itb therapy.